Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has alarmed with multiple motor errors, and she believes that these have caused her recent high blood glucose readings. The patient declined to report her blood glucose at the time of incident, but confirmed that one of her readings was almost 400 mg/dl. The most recent motor error occurred during a bolus attempt, and a past motor error occurred while there was no activity at all. Troubleshooting was initiated for the motor error alarm. The customer does not recall any significant events leading to the motor error issues. The customer was also able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.